Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2016 explanted: (B)(6) 2026 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 15-nov-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient¿s (pt) implantable device. Pt was scheduled for a routine battery replacement due to eos of the existing battery. When the new battery was connected to the existing leads, connections were good. Impedance check was run and showed high impedances. Impedance values were 30k ohms on contacts 8-14 and 40k ohms on contact 15. The physician opted to replace the lead. The new lead was placed at t8 without difficulty. Intra-op and post-op impedances were within normal limits after replacing the lead. Pt had appropriate stim coverage post-op. Cause of impedance issue was unknown, but patient speculated it was due to doing lot of heavy lifting when working as a healthcare aid.